Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with the lowest recorded blood glucose of 55 mg/dl after a meal announcement and bolus. Investigation of this case revealed no device malfunction reported and that the event resolved with standard oral glucose treatment. No clinical symptoms associated with hypoglycemia reported. Outcomes included successful correction with oral carbohydrates and stabilization of blood glucose without need for medical intervention or hospitalization. It was concluded that the cause of the hypoglycemia was unclear and the device functioned within its intended use based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.